Event description:
A us distributor reported that an electrode belt was experiencing check therapy pad messages, adjust belt messages, and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad messages, connector will not stay latched) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.